Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac activity. At 15:26:50, the patient received the first inappropriate treatment during asystole in response to oversensing of cardiac activity. The patient's post-shock rhythm was asystole with tactile artifact. At 15:27:15, the patient received the second inappropriate treatment during asystole in response to oversensing of cardiac activity. The patient's post-shock rhythm was asystole with tactile artifact and intermittent cardiac activity. At 15:27:56, the patient's rhythm was asystole with tactile artifact. The device was shutdown at 15:50:52 on (B)(6) 2022. The patient passed away on (B)(6) 2022 around 3pm. There is no indication that the inappropriate treatments caused or contributed to the patient¿s passing as the patient was in a non-life-sustaining rhythm prior to the treatments.